Event description:
The following was reported regarding the johnson (jnj) intraocular lens (iol). After the iol was inserted into the eye, the patient needed a vitrectomy due to a capsule tear. The doctor removed the lens and implanted a bausch and lomb iol. There was no patient injury. The customer explained that there was no problem with the jnj iol, the issue occurred due to patient anatomy however the details of the anatomy were not provided. No further information is available.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.